Manufacturer narrative:
(B)(4). Catalog number 062943-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. . It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A gastric ulcer is a known complication of a peg / peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient was found to have a gastric ulcer. Per reporting physician, the causal relationship of j-tube placement and the gastric ulcer was possible.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on 28 mar 2018. On (B)(6) 2018, the patient developed gastrointestinal bleeding. On (B)(6) 2018, it was reported that the patient had symptoms of a gastric ulcer. The j tube was the target device and duodopa therapy and the j tube were discontinued. On (B)(6) 2018, gastrointestinal bleeding resolved.